Manufacturer narrative:
This is a final report. This case involves a training issue. No further investigation is required. The test strip lot reported is incompatible with the customer's freestyle lite meter. There is no indication of a product malfunction.

Event description:
The customer reported needing training on how to use their freestyle lite meter. During the course of troubleshooting with adc customer service, it was discovered that the customer purchased incompatible test strips. In addition, the customer reported that they had an injury related to this issue. However, the details regarding the injury are unknown. Attempts have been made to obtain additional information. There was no report of death or permanent impairment associated with this event.